Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was installed and driven on an in-house system. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain the clip through engagement but cannot apply the clip). The clip stayed attached to the clip applier and was unable to be released. There was no bent clip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not hold the clip. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The instrument did not get used on the patient because it would not hold a clip to actually insert into the patient. Weck polymer large clips were used for the procedure. The customer opened another clip applier & they used it in place of the one that wouldn't hold a clip.